Event description:
The customer reported that insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 121mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to prime during the prime test due to protruded/loose drive support disk.